Event description:
It was reported while peeling the sheath, the inserter tore off one of the white wings. The patient was not harmed , and the inserter was able to pull the remaining sheath out of the patient's skin and proceed with insertion. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while peeling the sheath, the inserter tore off one of the white wings. The patient was not harmed, and the inserter was able to pull the remaining sheath out of the patient's skin and proceed with insertion. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for investigation. Signs of use in the form of biological material were observed on the sheath. Visual examination revealed one sheath tab was separated from the sheath body. A portion of the sheath body remained within the hub. The separation points appeared stretched and jagged. It was observed that the sheath did not fully tear along the score lines. One blue score line was partially separated/torn. The total length of the sheath body measured to be 2 7/8" which is within the specifications of 2 5/8"-2 7/8" per product drawing. The sheath outer diameter measured 0.09775", which is within the specification limits of 0.096"-0.102" per product drawing. The sheath inner diameter at the tip measured 0.078", which is within the specifications of 0.077"-0.078" per product drawing. A manual tug test confirmed the remaining tab was fully secured to the sheath body. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length." The report of a peel-away sheath tearing incorrectly was confirmed through complaint investigation of the returned sample. Visual examination revealed one sheath tab was separated from the sheath extrusion. The sheath met all relevant dimensional requirements. The appearance of the defect seems consistent with damage that occurred during the manufacturing process. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.